Event description:
The duodenovideoscope was returned to the service center with a report of forceps elevator not rising to the end and bitten distal end of insertion section. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a burn on the forceps elevator was found. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.